Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted multiple loss-of-prime alarms over the few weeks prior to the alert date. It was reported the issue occurred with many different insulin cartridges and infusion sets. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.